Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, during macroscopic examination the lens appeared normal, but during folding using appropriate pressure, one haptic broke off which the surgeon noticed before implantation during microscopic examination and did not implant the lens. The surgery was completed on the same day with another unspecified lens. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned for analysis. Only photos were returned. The reported complaint can be observed on the returned photos. Provided photo pic1 shows a close up image of an iol (intraocular lens) against unknown background. One haptic appears to be broken. There are white marks over and around the lens, this could be surgical solution provided photo pic6 shows an iol sitting on the edge of a lens case base, outside of the well. One haptic appears to be broken, the other haptic appears to be slightly deformed. The lens appears to be covered in solution. A photo pic3 was provided which showed part of the nozzle area of a company cartridge. The handpiece plunger was clearly visible advanced completely over the top of the lens. The leading haptic was visible in front of the lens where it had been broken by the plunger override. Based on our observation of the attached photo/video, there appears to be a mark/line close to the edge of the iol optic. One haptic appears to be broken. There are white marks over and around the lens. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).